Event description:
This report is being filed after the subsequent review of the following journal article. Barthel, s., rammelt, s., and zwipp, h. (2004). "Calcaneal fractures-open reduction and internal fixation (orif). International journal of the care of the injured, 35, s-b46-s-b54. Germany article. This is a study in which patients between october 1993 and august 2003 treated for calcaneal fractures. 57 patients had bilateral calcaneal fractures (11.5%), the mean age was 41.7 years (12-75 years). The gender was male in 387 cases (78%) and female in 109 cases (22%). Surgery was performed in 89.6% of patients using an extended lateral approach in 98.3%, in a bilateral approach in 1.5%, and a single medial approach in 1.0%. Percutaneous procedures were done in 2.2% and a primary fusion in 0.4%. Surgery was performed on an average of 8.8 days after trauma. In 350 cases a sanders titanium plate was used. In 28 cases an h-plate was used and in 22 cases only screws were applied. During the last two years an interlocking calcaneal plate was used in 53 cases. Additional autologous bone graft was done in 53% of the fractures treated with a sanders plate and in 3.8% of fractures treated with an interlocking plate. In 53 cases of open reduction internal fixation wound edge necrosis in 6.7%, hematoma to evacuate in 4.7%, soft tissue infection in 4.3%, and bone infection in 2.0%. Non-union was seen in 0.4%, a secondary amputation did not occur in any case despite 10.2% of all cases having open fractures. Looking at the 5 year follow up in 764 cases excellent results were found in 46%, good results in 42%, 11% fair and 1% poor results - score 1. Score 2 indicated excellent results in 11%, good results in 61%, 25% fair and 3% poor results. This is report 1 of 1 for (B)(4). This report is for an unknown ao plate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Barthel, s., rammelt, s., and zwipp, h. (2004). "Calcaneal fractures-open reduction and internal fixation (orif). International journal of the care of the injured, 35, s-b46-s-b54. Germany article. This report is for unknown (device name)/unknown quantity/unknown lot. Soft tissue infection, bone infection. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.